Manufacturer narrative:
Unit had unresponsive up and down buttons due to moisture damage keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's husband reported via phone call that insulin pump had moisture and fog under display screen. Caller states that customer was wearing insulin pump in the pocket at the chest. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.